Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, the hp explained that the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The tsr advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.